Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for suicidal ideations. The blood glucose reading was unknown. The customer requested return of the insulin pump and discontinuation of service with medtronic. He stated that he would be getting care from another hospital that did not use medtronic. Nothing further reported.